Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The index procedure treated the 99% stenosed target lesion located in the moderately tortuous right coronary artery (rca). Pre-dilation was performed using a non-bsc balloon. The physician attempted to place a 3.0x16mm taxus liberte stent but met considerable resistance and was unable to cross the lesion on several attempts. During the attempts to cross the lesion the stent was "lifted and deformed." Another unspecified stent was attempted, but also could not cross the lesion. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)